Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reported material separation of the spring and ball bearing appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
This is filed for device component detachment. It was reported that during preparation of the clip delivery system (cds), two metal parts came out from the delivery catheter (dc) handle. It was noted that there was no apparent damage to the device. The device was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.